Event description:
It was reported that the patient had an acl repair in (B)(6) 2007. On (B)(6) 2011 the broken piece of the screw was removed, because the skin was swollen and red, at the tibial side (at the entrance of the screw). The MRI showed that the screw broke. The surgeon wonders why the screw was not reabsorbed. Only a fragment of a delta screw, with 0,9 mm diameter was returned.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record not performed as lot number was unknown. The evaluation revealed that the returned screw was broken into numerous fragments and extremely brittle with visible signs of degradation over all of the returned portions. Only the proximal portion of the screw was returned. The most likely cause(s) of this type of event is damage to the implant at the time of insertion, patient non-compliance with post-op protocol and/or post-op trauma, which led to the breakage and post-op fragment in the joint space. In addition, absorption of biodegradable implants begins at implantation as a result of normal hydrolysis of the implant. The rate at which the implant degrades and is reabsorbed can be affected by numerous factors including, but not limited to implantation site vascularity, stress on the implants, surgical techniques employed during implantation, patient factors (such as age, immune system status, bone quality, body chemistry and sensitivity to implant materials), and patient post-op compliance to rehabilitation protocols. There is no minimum or maximum established resorption rates for bioabsorbable implants. Bioabsorbable implants are designed with material properties required to maintain necessary properties throughout the healing process under normal patient conditions. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.